Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain ((every day bad)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("migration of essure device ¿ location of device (uterus)") and dysfunctional uterine bleeding ("heavy and irregular bleeding / dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of delivery: (B)(6) 1994 and (B)(6) 1996) and back surgery (back surgery x2). Previously administered products included for birth control: mirena iud in 2005. Past adverse reactions to the above products included device ineffective with mirena iud. Concurrent conditions included body mass index normal, constipation since 2001, endometritis, menometrorrhagia, fibroids, ovarian cyst, smoker (6 cigarettes a day) and adnexa uteri cyst. Concomitant products included vitamins nos since 2001 for constipation as well as anaesthetics (anesthesia), herbal preparation since 2010, ibuprofen (motrin) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating") and back pain ("back pain ((every day bad)"). On (B)(6) 2009, 1 year 10 months after insertion of essure (ess205), the patient experienced dysmenorrhoea (seriousness criteria hospitalization and intervention required). In 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal menorrhagia)"). On an unknown date, the patient experienced depression ("depression"). The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The patient was treated with fluoxetine, antibiotics, surgery (on (B)(6) 2011, she underwent pelvic surgery and laparoscopically assisted vaginal hysterectomy), surgery (laparoscopically assisted vaginal hysterectomy), surgery (laparoscopically assisted vaginal hysterectomy) and surgery (ablation and dilatation and curettage and laparoscopy was performed). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and back pain had resolved and the dysmenorrhoea, device expulsion, abdominal pain lower, abdominal distension, depression, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion with essure (ess205). The reporter considered abdominal distension, abdominal pain lower, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she was complications or problems that occurred at the time of your essure placement procedure. Patient did not claim that essure worsened a previously existing injury/condition. There were 11 coils visualized after plug placement on both cornua . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion . (B)(6) 2011 : surgical pathology report : final diagnosis uterus and cervix, hysterectomy: diffuse adenomyosis, proliferative phase endometrial mucosa, ectocervix, endocervix and serosa without pathologic feature. Gross description: received in formalin in a container and identified uterus and cervix." It consists of a hysterectomy specimen. It consists of a single piece of uterus and cervix weighing 245 grams and appears disrupted along the posterior and anterior surface to expose the underlying myometrium at the fundus. Due to the disruption the true measurements of uterus cannot be ascertained. However, the lateral dimensions of the fundus are 10.0 cm, super inferiorly 11.0 cm and anteroposteriorly 6.5 cm. The attached cervix is 3.5 x 4.0 cm surfaced by pale edematous ectocervix with erosions at the transformation zone. The endocervix is lined by pale pink to red thin mucosa. The endocervical canal leads into the lower uterine cavity where it is sharply disrupted due to the disruption. The fundic portion of the uterus contains a thin walled portion of endometrium measuring 2.5 x 1.5 cm with endometrial thickening of 0.2 cm. Overall the entire uterus shows myometrial trabeculation and thickening with a maximum thickness of 4.5 cm. No obvious nodules or mass lesions are identified. Sections are submitted as follows: (a 1) anterior cervix; (a2) posterior cervix; (a3) to (a5) endomyometrium; (a6) and (a7) trabeculated myometrium; (as) cul-de-sac. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming device expulsion. Most recent follow-up information incorporated above includes: on 7-feb-2018: pfs and mr received. Events updated: pelvic pain (every day bad pain), back pain (every day bad pain). Events added per pfs: depression, dysmenorrhea (cramping), weight gain, migration of essure device ¿location of device (uterus), abnormal bleeding (vaginal menorrhagia). She received fluoxetine for depression. Historical and concomittant condition, family history, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2011, she underwent pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.